Event description:
It was reported the resection electrode plasma loop the loop broke off inside the patient. The issue was found during a therapeutic resection of a fibroid procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.